Event description:
It was reported that a half day infusor leaked. The reporter stated that the device leaked into the overpouch and was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured june 26, 2014 - june 27, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed that there was fluid inside the packaging that contained the device. Closer visual inspection revealed that the tubing had broken off at the junction of the tubing to the device¿s cap. A portion of the tubing remained inside of the cap. The cause of the broken tubing could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.